Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.